Event description:
The customer received questionable sodium results over a period of two days. She provided sodium results for ten patients, results for two of the patients were discrepant. Patient 1, initial sodium result was 120 mmol/l. The same sample repeated twice gave 125 mmol/l (when repeated on this cobas 6000 core unit) and recovered 127.5 mmol/l (when repeated on an abl blood gas analyzer, the serial number was not provided). Patient 2, tested (B)(6) 2010, initial sodium result was 120 mmol/l. The same sample, repeated twice on this cobas 6000 core unit, gave 125 mmol/l and 127 mmol/l. Erroneous results were not reported outside the laboratory, neither the original or rerun results were reported. There was no change in patient treatment based on the sodium results. According to the customer, both patients are satisfactory. The sodium electrode lot number was not provided. The field service representative did not find the cause of the discrepancies. As a preventative measure, he cleaned rinse lines. The field service representative ran ise checks and the customer ran controls, all were within specification.